Event description:
Boston scientific received information that this patient who was lost to follow up for 7 years presented with a device in storage mode. Upon investigation, a fault code was generated as it appeared the device had reached end of life (eol) due to a charge time out greater than 45 seconds over a year ago. As the device was in storage mode and the device could not be further investigated, the device was scheduled for replacement and will be analyzed upon return. No adverse patient effects were reported.

Manufacturer narrative:
With current information the device remains in service. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
No further information is available. This report will be updated if more information becomes available.

Event description:
Boston scientific received information that this device was explanted for battery depletion. No additional adverse patient effects were reported.